Manufacturer narrative:
Investigation summary: three photos of a loose 3ml syringe were received and evaluated. It was observed the thumb rest had a brownish discoloration and a small deformation with a portion missing. The plunger rod also had an abnormal appearance under the thumb rest with red and brownish discoloration. It was unclear in the photos if the plunger rod was damaged or improperly molded. The deformed plunger rod was rejectable per product specification. Potential root cause for the deformed plunger rod defect could not be determined based on the photos provided. A physical sample is necessary for a more thorough evaluation. Since root cause could not be defined, no corrective actions are necessary at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the deformed plunger rod defect could not be determined based on the photos provided. A physical sample is necessary for a more thorough evaluation. Since root cause could not be defined, no corrective actions are necessary at this time.

Event description:
It was reported that 3 bd luer-lok¿ 3ml syringes experienced broken/damaged plunger rods. The following information was provided by the initial reporter: a customer complaint was received stating that a 3ml syringe in the cataract pack with a plunger that is damaged/somewhat burned.